Event description:
The patient called and reported that about six months ago they were at the hoover damn and they ¿felt¿ the magnetic field at the top of the dam visitor center, under the transmission wires, which was causing them some reaction to the magnetic field. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).